Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the novamax link meter glucose monitoring device performed within specification. The customer returned 45 blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strips to perform within specification as well. DHR or retain testing could not be performed as the consumer was unable to provide test strip information. Mrs. (B)(6) called emt's by 11pm stating, "consumer started to act crazy and did throw up." Emt's arrived to their home, tested consumer (meter used unknown, result unknown) and advised him to have a granola bar. Thirty minutes later consumer was not feeling any better, he was tested again using unknown meter and was found to be at 39 mg/dl. Consumer was taken to (B)(6). Consumer was given an IV drip. His pump functions were suspended for the night. Consumer was kept at the hospital - at the time of the call consumer was still at the hospital. Mrs. (B)(6) stated he was being released by the end of the day. Consumer will not be requiring any home treatment after his release. (B)(6) 2016: 7:07 am, 162 mg/dl, fasting result. Consumer did not test himself on (B)(6) at noon as he usually does; 5:30 pm, 140 mg/dl, before dinner - consumer did take 4 units of insulin after having dinner (regular amount of insulin); 9:12 pm, 62 mg/dl, consumer drank a can of (B)(6) and tested himself again; 9:40 pm consumer tested himself again and was 46 mg/dl, consumer had some more (B)(6); 9:52 pm, consumer bg was at 530 mg/dl. Mrs. (B)(6) confirmed that her husband behavior did not match the high bg result. Consumer performed back to back tests at 9:53p and 9:55p getting a 241 mg/dl a 50 mg/dl. (B)(6) 2016. According to the consumer, he tested himself at 01:06 pm using nova max link meter, getting a result of 383 mg/dl when using an unknown hospital meter few minutes later, his bg was 180 mg/dl. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020215305, expiration date: 11/30/2017, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Mrs. (B)(6) called in for her husband, stating he was admitted to the hospital when he became concerned with the discrepancy between his bg results. Mrs. (B)(6) called emt's by 11pm after "consumer started to act crazy and did throw up."